Manufacturer narrative:
(B)(4). Device evaluation: the complaint product was not returned for an investigation. Retain product testing: retained product was tested using visual and chemistry methods and all results were within specifications. No product failure was confirmed. Manufacturing record review: a review of the manufacturing records was performed. The production process records were found to be acceptable. All testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There were no same or similar non-conforming material records, or related process/material changes. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A female patient reported she experienced irritation in her eyes along with red eyes following use of consept one step. The patient rinsed the lens with consept one disinfecting solution and then wore her lens accidentally. The patient saw an ophthalmologist and received three (3) eye drops. The patient was provided with the instructions for use of the product. At the time of the call, irritation and red eye were relieved.